Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been received for failure analysis evaluation. A review of the provided image does not show that there are any missing pieces.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, a small metal piece of the tip-up fenestrated grasper instrument articulation fell inside the patient. It was unspecified during what surgical task the fragment fell into the patient. The fragment was not retrieved, and they could not find it. No additional surgical procedure was required to remove the fragment. No post-operative tests were performed to check for the fragment. The procedure was completed robotically. A back up tip-up fenestrated grasper was used. The patient did not return to the hospital due to any post-surgical complications related to retaining a foreign object. The instrument is available for return.

Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: to date, the small metal part of the tip-up fenestrated grasper instrument is still inside the patient's body. No additional surgical procedure was performed to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Device evaluation: advanced failure analysis was performed on the tip-up fenestrated grasper instrument. The instrument was found with a missing distal pulley. It was confirmed that the distal clevis was not swaged adequately. The swage failed the tubular go no-go gauge and the lip of the shaft was not flush with the center of the shaft, indicating an incomplete swage. Additionally, the lip appeared to be chipped. The chip on the lip may be related to misuse.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tip-up fenestrated grasper instrument was received and failure analysis. The nominal diameter of the post measured 1.16mm. The post on the distal clevis does not look sufficiently swaged, which likely caused the pulley to dislodge from the instrument. Other components adjacent to the distal clevis do not show damage. The instrument was found to have a one (1) distal pulley missing from the distal clevis. The distal pulley was not returned with the instrument.